Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegation of fiber break cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Therefore, a conclusion code of cause linked to device but unable to trace more specifically was assigned to the fiber break issue. Detailed product information was not provided to bsc despite good faith efforts. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure to treat kidney stones, it was thought that green light was seen coming through the fiber body when the console's pedal was stepped on. The fiber was replaced, and the procedure was completed without patient complications

Event description:
It was reported that during a percutaneous nephrolithotomy procedure to treat kidney stones, the scrub tech observed green light coming through the fiber body when the console's pedal was stepped on. The fiber was replaced, and the procedure was completed without patient complications.